Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. A replacement procedure was scheduled. During the replacement procedure, a new right ventricular (rv) lead was attempted, however, the lead exhibited consistent high thresholds, despite being repositioned multiple times. The lead was removed, and another lead was implanted. At this point, the patient's condition was determined to be poor enough that the procedure was stopped, and the old ipg remained implanted. The patient will be monitored, and another procedure may be scheduled to remove the ipg. No patient complications have been reported as a result of this event.